Event description:
Reporter stated that customer received the following results on the mobile system within 2 minutes: 24.9 mmol/l, hi (result over 33.3 mmol/l) and 11.8 mmol/l. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips have been discarded.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.